Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 20 devices leaked blood. There was no health impact or consequences reported.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.2.a medical device type: jka. D.2.b common device name: tubes, vials, systems, serum separators, blood collection. (B)(6). Investigation summary: bd received one photo from the customer in support of this complaint. The indicated failure mode of the sleeve function was not observed, as the photo only shows a screenshot of a conversation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.